Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B63552-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), depression ("depression") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, genital haemorrhage, vaginal discharge, mood swings, depression, fatigue and weight increased outcome was unknown and the migraine was resolving. The reporter considered back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: two to three coils were seen at each tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-mar-2020: update of information (batch is invalid). No valid lot number was provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B63552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), depression ("depression") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, genital haemorrhage, vaginal discharge, mood swings, depression, fatigue and weight increased outcome was unknown and the migraine was resolving. The reporter considered back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: two to three coils were seen at each tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs and mr received : previously reported event "injury" updated to "mood swings", events- "abnormal bleeding (general), depression, migraines / headaches, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, lower back pain, pelvic pain", reporter, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.